Event description:
Phillips respironics recalled my bipap machine. I started using the bipap in hospital after a ruptured brain aneurysm and subarachnoid hemorrhage stroke. When released I had a sleep apnea test and the doctor ordered a dreamstation bipap I use with supplemental oxygen concentrator. In 2020 I was diagnosed with liver problem, I had follow up CT scan in (B)(6) 2021 and a .9mm nodule was found on the left lobe of my thyroid gland. A thyroid sonogram in (B)(6) 2021 showed nodule is now 1.3mm and there is a 6mm mass on my right lobe of the thyroid gland. Nodule isn't large enough to do a fine needle biopsy yet, recheck in 6 months. A CT of a clavicle lump was done and they found nothing on the lump but noted the nodule on the left lobe as a complex cystic nodule, the mass on my right lobe as a cyst. They noted left maxillary sinus disease and they saw a glimpse of mediastinal lymph nodes. I have blurry vision. I went to ophthalmologist and got new prescription. I have had wet macular degeneration in my left eye since 2005 and have no vision in left eye. I go back to a retina specialist in 6 months to see if I have a retina problem. Currently doing physical therapy for loss of balance, dizziness and fall risk. Have records of all tests from (B)(6) 2019 through today available. More to come. FDA safety report ID# (B)(4).